Manufacturer narrative:
It was reported to philips that the device needs a replacement battery. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty battery the customer was given part information for a replacement battery and has ordered the part. The customer was informed of part availability and will ship once the part becomes available. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the customer needed a battery replacement. There was no patient involvement.